Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified cephalic vein. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the fourth inflation at 14 atmospheres for 30 seconds, the balloon ruptured and a vertical tear was noted at the middle of the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.